Event description:
Revision surgery - the patient's knee was unstable. The surgeon exchanged the insert for a thicker size.

Manufacturer narrative:
The reason for this revision surgery was identified as instability after 9.6 years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was no delay in surgery and another suitable device was available for use. The device was not returned to djo surgical for examination. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the third complaint for this part number: one loose, and one unstable joint. This is the first complaint for this part number. The root cause was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. Several factors not related to the implant can play a role in instability; such as loose joint from inadequate soft tissue, implant selection, or patient activity.